Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4). Death is labeled in the IFU. Rupture is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A male patient with a previously placed zenith flex aaa endovascular graft that had been placed at another facility in (B)(6) of 2009, was taken into surgery on (B)(6) 2011 for a ruptured aneurysm. The patient had a CT in (B)(6) of 2011 with no endoleaks, good proximal seal, no sac growth. The physician left the suprarenal stent and the proximal seal stent in place and sewed an open graft into place at the bottom of the proximal seal stent. The physician said the patient was coagulopathic and died after the open repair.